Manufacturer narrative:
The suspect product was requested to be returned for investigation. However, the customer declined to return any materials. Replacement product was sent. The customer¿s product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4). The result from the meter was 5.0 inr. The result from the laboratory using a stago analyzer was 3.7 inr. There was no allegation of an adverse event.